Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during an infusion set change. Customer's blood glucose at time of incident was unknown. Customer stated they rewind the pump and repeat process and pump seems to be working properly. Customer was going to start troubleshooting process and the call was lost and tried to contact the patient again twice without success.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported via phone call that the customer called regarding the motor error alarm already reported. We were able verify the motor error alarm. In addition, the customer stated the drive support cap was loose when touching with finger. The customer's blood glucose was unknown.